Event description:
The customer reported that the system failed to boot up. The hard drive failed and the system was pulled from case, and a second unit was used.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep had a corrupted hard drive. He reloaded software to restore the operation. The hard drive was not responding well. He continued to do file checks and replaced the drive to minimize file checks corruption from continuing. He replaced the hard drive.